Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It also warns, "if you get a "high check for ketones!" Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a 'high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer called to report that she had results of "high" (>500 mg/dl) with two different meters and had to remove the pod. She reported that she activated the pod at 11:10 pm, and her blood glucose was 119 mg/dl shortly afterward. She then reported the following blood glucose results: see scanned table. In a follow-up call, she stated that she was given intravenous fluids and insulin. She was upset during the call and did not provide information of where she received the medical treatment.